Manufacturer narrative:
The returned driver was evaluated. Visual inspection revealed that the tip is twisted/deformed, and that the part had been customized outside the direction or control of zimmer biomet. This is different from the reported failure of broken tip. The fractured tip was not confirmed. However, the complaint is confirmed due to the device malfunction found. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. It is likely that the damage was caused when a force was applied which was greater than the force the material could handle. It is apparent by the fact that the product was adulterated by adding a handle, and by the direction of the twist damage, that the holder was being used for tightening, which is outside the instructions provided by zimmer biomet.

Event description:
It was reported that during the procedure the tip of the blocker holder broke. The tip was retrieved,but no further surgical or patient information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the blocker holder broke. The tip was retrieved,but no further surgical or patient information was provided.